Event description:
It was alleged that during use a freeflow occurred on a diabetes patient. It was noted that the infusion completed in about 2 hours. 78ml and the pump did not alarm. Serum osmolalitet was given to patient. There was no resultant patient consequence.